Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported a expedium fresh screw remained completely stuck after it was fixed with the correct torque limiter and then for repositioning during the same operation. Remobilization was no longer possible, while this should be possible. The screw had to be removed and replaced with a new screw. The extra removal actions, which were due to the screw head being in a tilted position, and the insertion of a new screw, delayed the procedure by 20 minutes. An extra implant also had to be opened to replace the stuck screw.